Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site, and removed and replaced the universal surgical manipulator (usm) 4 due to instrument recognition and insertion axis issues. Isi received the usm4 involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The unit arrived at fa with the reported problem ¿instrument recognition¿, and it was confirmed via system logs. The unit was tested on an in-house system in normal mode where it failed for contamination on the gearbox with a 1164 error code. The unit was then tested on a ptfp where it passed cva characterization, sensors check, brake hold, brake release and carriage sensors check without fail. The gearbox assembly will be replaced as a fix. No image or procedure video was provided for review. A review of the procedure log showed an inguinal hernia ¿ bilateral procedure was performed on (B)(6) 2022 with system sk3231. A review of the instrument logs for the event date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: there were no observed events in the instrument logs that would suggest a product issue and the logged events are in line with normal instrument functionality. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that universal surgical manipulator (usm) 4 was not working properly. The user reported having guided tool exchange issues and insertion action friction. The system was restarted by the user however usm4 did not come back online. Surgery was completed as planned with 3 usms with no reported injury. Isi has made multiple follow-up attempts to the reach out to the reporter to obtain additional information. However, no further details have been received as of the date of this report.